Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient became incoherent and lost consciousness while her cgm device displayed a normal estimated glucose value (egv). No bg measurement had been taken at the time of the episode. The patient¿s son called emergency medical services. Upon the arrival of paramedics, the patient regained consciousness. A fingerstick bg measurement performed by paramedics indicated a low glucose level (exact value not provided), while the cgm device continued to display normal readings (unspecified value). Glucose gel was administered during transport to the emergency department. At the hospital, the patient¿s bg measured 75 mg/dl. At that time, the cgm device was still displaying a normal egv before showing three dashes and then failing. The patient was treated with intravenous fluids and glucose tablets. She was discharged later the same day in stable condition and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when checked at the hospital. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.